Manufacturer narrative:
Investigation summary: in the picture provided bd can see an extra cannula which was stuck in the hub, so, defect is confirmed. Although DHR review show no evidence of reported issue, based on bd¿s experience an extra cannula is produced during the cannula assembling process where the insertion of the cannula takes place using a rotary feeder which places every cannula into the hub. As a result of some isolated problem during the insertion, some cannula could become detached and fall on the following needle (the affected one). Once the epoxy used to join the cannula with the hub is cured in the oven system, the cannula remained stuck on the epoxy and this was finally packed in the unit pack. This situation is more likely in small gauges (like the reported one) due to its low weight. Based on the preventive measures and our stringent sampling inspection, the probability of occurrence of this non-conformance should be very low and always, in sporadic cases.

Event description:
It was reported that the bd microlance¿ 3 needle was found defective before use, with a second needle attached to it. The following information was provided by the initial reporter: "I wish to report this horrible product of yours." Update: it was out of package fault.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was found defective before use, with a second needle attached to it. The following information was provided by the initial reporter: "I wish to report this horrible product of yours." Update: it was out of package fault.